Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, ligation could not be deployed, and the varicose vessels started bleeding. When the ligation was removed, it was discovered that the knob and the steel wire were not properly aligned. The procedure was completed with another speedband superview super 7. It was noted that there was a difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the device was not returned; only the irrigation tube accessory was received. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed. Due to insufficient evidence, the most probable cause of the reported issue could not be established. The handle and ligator housing were not made available for analysis, preventing identification of any potential problem. Furthermore, without a proper evaluation of the complete device, the contributing factors to the event remain unknown; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, it was confirmed that the IFU anticipates certain adverse events, including 'hemorrhage, minor (bleeding)'. This device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, ligation could not be deployed, and the varicose vessels started bleeding. When the ligation was removed, it was discovered that the knob and the steel wire were not properly aligned. The procedure was completed with another speedband superview super 7. It was noted that there was a difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.